Event description:
Customer reported that the insulin pump was exposed to moisture. Customer states he got stuck out in the rain during a hike. The blood glucose reading is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Also, the insulin pump received with moisture damage on the motor, vibrator, keypad and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched case.